Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the controller had a broken white cable that was not communicating with multiple monitors. The controller was exchanged due to these issues.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: fluid ingress. The reported damage to the white power cable of the system controller were confirmed via log file analysis and product testing. The heartmate ii system controller (serial #: (B)(6)) was returned for analysis and a log file was also downloaded for review spanning approximately 23 days (25mar2021 ¿ 17apr2021 per timestamp). The controller recorded intermittent power cable disconnect alarms that were not associated with a power source exchange due to power cable faults, occurring on the white power cable. The power cable disconnect alarm activated with these events as well. All the atypical power cable disconnects occurred while the controller was connected to both the mobile power unit and 14v battery power. These atypical alarms occurred at the time stamps of (B)(6) 2021 at 16:33:18, (B)(6) 2021 at 07:32:08, (B)(6) 2021 at 02:20:14 - 08:40:02, (B)(6) 2021 at 04:47:30 - 04:48:47, 08:47:55 - 09:26:00, 12:40:33, 12:46:52 - 12:46:56, and 12:57:47 - 22:52:00, on (B)(6) 2021 04:09:51 - 04:10:02, 08:44:52 - 08:58:45, and 09:12:22 - 10:32:52. These alarms would clear on their own. On 09:04:35 - 09:04:50 there was a no external power alarm that occurred when the black power cable was disconnected, and the white power cable was having an atypical disconnect. The backup battery provided power during this event and the alarm cleared when the black power cable was reconnected. The white power cable did not have a measured voltage reading during this event. There were no other notable alarms in the log file. Pump operation was not affected. During product testing the system controller initially failed preliminary testing due to it being unable to communicate with the system monitor. The power cables of the system controller were removed and replaced with working power cables to allow the system controller to proceed with functional and burn in testing. The system controller was able to operate as intended during testing after the cable exchange. The original power cables were stripped, and two damaged wires were found inside the white power cable, confirming the reported event. One of the damaged wires is responsible for system controller communication. The reported damage to the controller was confirmed. The root cause of the reported damage was unable to be conclusively determined in this analysis. Heartmate ii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms and no external power alarms. Heartmate ii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications prior to being initially shipped on 23sept2021. No further information was provided. The manufacturer is closing the file on this event.